Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Head of theatre reported via our sales rep that a gamma nail broke, and the patient revised.